Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between 8/17/2023 and 8/30/2023. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis multifocal intraocular lens (iol) was explanted in a secondary procedure due to blurred vision. There was no patient injury and no other complications like incision enlargement, vitrectomy, or sutures. The original lens was replaced with different model and diopter non-jnj lens. Patients outcome was fine. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/27/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The lens was received cut in half. The lens was cleaned and presented with no issues that would have caused or contributed to the complaint event. Conclusion: the complaint issue "explant" and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.